Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal a functional issue. It was reported that the patient was found by their caregiver with the modular cable cut. The patient was taken to the implanting center and the pump was restarted for several hours but the patient expired. An autopsy was completed and concluded that the patient had cut the modular cable themselves. Evaluation of the returned modular cable confirmed the reported damage. (B)(6) was returned with the pump cable intact and had been exposed to a fixative. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. The pump cable inline connector was discolored gray but showed no evidence of damage. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. Review of the log files retrieved from the pump showed that the pump was disconnected from power, due to the severing of the modular cable, on (B)(6) 2020 after 14:39 but before 15:39 and was subsequently restarted at approximately 17:39. The full duration the pump was off cannot be determined. The log file data shows the pump operating as intended before and after the pump stop. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) patient handbook provides information on driveline care and cleaning in the caring for the driveline section. The equipment maintenance section explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The alarms and troubleshooting section provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. Heartmate 3 lvas instructions for use (IFU) provides instructions for replacing the modular cable. The alarms and troubleshooting section contains information on all system controller alarms and how to resolve them. Both documents caution the user to avoid pulling on or moving the driveline. These documents further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop. The documents also warn that the pump stops if the driveline is disconnected from the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced respiratory failure on (B)(6) 2020.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01918 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The official autopsy concluded that the patient cut the modular cable by himself.

Manufacturer narrative:
Section b5, d10, and h3: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event took place at (B)(6) hospital, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04491. It was reported that the patient was found unconscious outdoors presumably hours after the pump stop. The modular cable was cut, there was no apparent shearing device in sight when found. The patient was rushed to the hospital. The pump was continued for 2 hours but the patient expired on (B)(6) 2020. A log file analysis was performed and found that the log file captured a controller fault, low flow, and lvad off alarms beginning at around 15:00 on (B)(6) 2020. Following the event the pump speed, flow, and motor power dropped to 0 and remained that way for the rest of the log file. The patient was swapped from battery power to the power module at 17:37 pm (presumably around the time they were found) before the controller was disconnected and turned off at 17:40 pm.